Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the incorrect patient code "3191" was erroneously indicated in the initial report submitted on (B)(6) 2019. The correct patient code is "1994" for the breast pain reported. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with an unspecified saline implant and experienced postoperative left-sided deflation. The diagnosis was confirmed by a physician on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.